Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation that critical errors occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were confirmed in the ventilator's downloaded error log. The internal li-ion battery needs replaced to address the issue. In addition, the dc port was damaged. The dc power connector and cable required replacement to address the issue. The device was not needed for inventory; therefore, no repairs will be performed as the device was scrapped.